Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that on (B)(6) 2015 the customer experienced a low blood glucose level of 22 mg/dl. The paramedics were called. The customer had dialysis earlier in the day. Her blood glucose level dropped after the treatment. The customer received a replacement insulin pump and needed help with programming the settings. The device was not returned.